Event description:
It was reported that the buttons on the customer's insulin pump were only working half the time and would start scrolling. Upon removal and replacement of the battery, the customer received a button error. The customer stated his insulin pump had been in a locker and possibly exposed to water, as it was sitting next to his swimsuit. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.